Event description:
It was reported that a patient experienced an increase in seizures and was referred for battery replacement because the physician was concerned that the battery may be getting low. No interrogation or diagnostic tests were performed to confirm the battery status of the generator. Surgery is likely, but has not occurred to date. Attempts for further information have been unsuccessful to date.

Event description:
The patient's increased seizures started around (B)(6) 2015, but the physician did not attribute the seizures to vns. There was no intervention taken regarding the increased seizures. The patient did have generator replacement surgery on (B)(6) 2015 due to normal battery depletion. Attempts for product return are being made, but the explanted device has not been received to date.